Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) reservoir was superficially herniated. The reservoir was explanted and replaced in space of retzius. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404233-12. Serial number: n/a. Batch/lot number: 1100778005. Model/catalog description: cx preconnect ms 21cm ps 12cm tl iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) reservoir was superficially herniated. The reservoir was explanted and replaced in space of retzius. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404233-12. Serial number: n/a. Batch/lot number: 1100778005. Model/catalog description: cx preconnect ms 21cm ps 12cm tl iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of migration was found to be listed in the IFU. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.